Manufacturer narrative:
The device was received not deployed, with the slide insert not visible in the bottom housing. Upon opening the device, the needle mechanism did not deploy. Download data shows the pod completed 399 pulses before being deactivated. The data also shows an 0x45, sma wire 2 is open, alarm was generated during operation. Timeouts were also seen in the data that correspond with this alarm. The device was successfully paired with pdm, completed priming, and attempted to deliver a 5u bolus. The rerun generated a 0x42, rotational sensor alarm, and contained rotational sensor errors. No damages or defects were observed to the sma wire or the commutator cap that would result in the 0x45 alarm or the rotational sensor errors. During the rerun, the needle mechanism deployed normally. The needle mechanism was reset to the non-deployed state and then manually deployed by rotating the ratchet gear. No issues were observed during this test that would prevent the needle mechanism from deploying as intended. Inspection of the top housing found score marks that line up with the linkage assembly in the non-deployed position. Inspection of the linkage assembly under magnification found damage to the linkage rivet. This damage indicates friction between the top housing and the linkage assembly. The interference of the top housing with the linkage assembly resulted in the needle mechanism not deploying at the end of second prime.d4 - serial no changed from blank to 0027496.d4 - unique identifier (UDI) # changed from (01)20385082000020(11)200926(17)220326(10)pd1c09262011(21)unavailable to (01)20385082000020(11)200926(17)220326(10)pd1c09262011(21)0027496.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the needle did not deploy, indicating a failure of the needle mechanism. The patient's blood glucose levels were unaffected, and the pod was not worn.